Event description:
The physician intended to set a uni-clip staple. During the procedure, the physician was unable to drill deep enough. The bit was only 5m longer than the guide. The surgeon used a different product to complete the procedure. This incident is related to MDR report 961541-2006-00031.

Manufacturer narrative:
Upon inspection of the proudct, the determination was made that the device did complied with the manufacturing specifications. The device history record was reviewed and no report of anomalies could be found on the manufacturing data. No other complaints of this type have been issued on this lot number. A design error had occurred. A change requested to lengthen the drill bit was opened prior to this incident.